Event description:
Within 30 minutes of case, patient was draped, and it was noted that blood was dripping. The sheath had broken just below the valve housing and stats were used.

Manufacturer narrative:
No device returned.